Event description:
Event description cpi received information that this patient was experiencing inappropriate shocks due to a connection problem with the endotak transvenous defibrillation lead (0064). The physician noted during an invasive procedure to evaluate the lead problem, a dense band of scar tissue was encircling the sensing leads and cautery was used to free up the lead. The implantable cardioverter defibrillator (ICD) that was implanted with this lead was removed, and another implantable cardioverter defibrillator (ICD) was then connected to the (0064) lead with success. The (0064) remains implanted and active.